Manufacturer narrative:
The device, intended for use in treatment, was returned as an MDR for evaluation. There was no relationship found between the device and the reported incident. The visual inspection under magnification of the wand shows moderate electrode wear with contamination/discoloration and scratch/scuff marks on the return electrode and spacer. The insulation layer around the shaft is scratched but not compromised; there are no manufacturing abnormalities visually observed with the returned wand. During functional evaluation in the lab the returned wand was activated on a coblator ii controller in saline solution on ablate- and coag mode and excites plasma when activating the device in ablate/coag mod at default/max. Settings. The suction- and the saline tube were tested and performed as intended. The handle was not getting warm as reported during the tests; the complaint was not verified and the root cause could not be determined with certainty. Factors unrelated to the design or manufacture of the device which could have contributed to the complaint event includes: (1) incorrect power cycling of the controller, or (2) the rf controller may have been turned off following connection of the wand, (3) source power may have been interrupted or (4) power interruption to the wand; there are no indications to suggest the device did not meet product specifications upon release into distribution.

Event description:
It was reported that during a tonsillectomy procedure, during the coagulation process, the handle is too hot, the insulation layer is damaged, causing the mouth corner of the child burnt. The experienced doctors and the default setting. No delay reported.